Event description:
It was reported via a clinical study that a patient underwent a revision knee procedure. Approximately six months post implantation, the patient was revised due to instability. All components were exchanged without incident. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Medical product: femur trabecular metal cruciate retaining (cr) standard porous: catalog#42502806202, lot#63417270; natural tibia trabecular metal two-peg porous fixed bearing right size d: catalog#42530006702, lot#77007674; all poly patella cemented 35 mm diameter: catalog#42540000035, lot#64180994; optipac 40 refob bone cmt r-3: catalog#4710500394-3, lot#811aa07110. Report source: foreign: (B)(6). Multiple MDR reports have been filed for this event. Please see associated report: 0001822565-2021-03720. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h10. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report has been filed under MDR number: 3007963827-2022-00052.

Event description:
See h10 narrative.